Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated on an unicel dxc 600i synchron access clinical system for multiple patients. Beckman coulter inc. Assessment of customer supplied patient data revealed six patients' accutni results. Three of the patients' results were reproducible and were not questioned by the customer, and hence are not included as part of this event. Three additional patients possessed elevated accutni results which, upon multiple repeat testing on another instrument, produced lower results within the normal range of the assay. This report represents one patient's erroneously elevated initial accutni results generated on (B)(6) 2012. Subsequent retests on the original instrument, after loading and calibrating a new reagent pack, generated normal accutni results for this patient. The initial, erroneous accutni result(s) was reported out of the laboratory. The patient was transferred to a different clinic where a cardiac catheterization was performed on the patient. The customer stated they were not aware if the catheterization was performed based on the erroneous accutni results. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that system checks performed prior to the event passed within instrument specifications. Quality control (qc) performance was failing outside of the customer's established two standard deviation range on the date of the event. After customer re-calibrated the assay with a fresh reagent pack, qc performance returned to within established ranges. Accutni calibration curves in use by the customer at the time of the event were passing without any issues to note. The sample was a collected in a plasma, gel separator, lithium heparin tube. It was centrifuged at room temperature prior to testing within thirty minutes of collection. The sample was stored at room temperature and was retested within three hours of collection.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed major preventive maintenance activities on the instrument. The fse replaced instrument peripump tubing, aspirate probes, dispense probes, and the fse rebuilt the wash and precision pumps. The fse also replaced the timing belt for the precision pump, cleaned the incubator track and wash wheel, and then performed instrument alignments. The fse verified instrument hardware after repairs were completed by performing passing system checks, quality control assessments and a precision study which generated results within labeled accutni assay precision limits. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information. Mdrs associated with this event: 2122870-2012-01337, 2122870-2012-01338, 2122870-2012-01355.